Manufacturer narrative:
Initial reporter phone no.: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the picture revealed the reported leak at the bottom tubing. The tubing was disconnected from the bag. The reported condition was verified. The cause is manufacture related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that shortly after starting treatment with a prismaflex m60, an external fluid leak was observed at the effluent bag. There was no patient injury or medical intervention associated with this event. No additional information is available.